Event description:
The report received from the affiliate indicated that during an interventional procedure a cypher 3.5 x 33 mm stent was implanted in the target lesion at eight (8) atm for fifteen (15) sec without any difficulty. The target lesion was the left main/proximal left anterior descending (lad) coronary artery. The lesion was reported to be: a 90% stenosis, moderately calcified, and not tortuous. The lesion was pre-dilated. The balloon, pressure and duration were not known. The same stent delivery system (sds) balloon was used for post-dilation (pressure/duration unk) and the deflation time was reported to be longer than usual- approximately 20-30 sec. The physician retrieved the sds before the balloon was completely deflated. The lesion was post-dilated with the potenze 4.5x13mm at unk pressure/duration. The procedure was completed successfully there was no reported patient injury. The contrast medium used was loversol 350. The ratio of contrast to saline was two to three (2:3). No additional information is available.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitting within 30 days upon receipt.